Event description:
Additional information received from a manufacturer representative (rep) indicated the rep attended the case and provided the healthcare professional's (hcp) information involved with the case. It was noted that the patient did not have any symptoms that they were aware of, and the managing hcp also stated that the patient was not symptomatic. It was noted the clinic routinely aspirated from the catheter access port (cap) at refill and we not able to at the refill prior to the catheter revision. The serial numbers were provided. It was noted that the catheter was explanted/replaced and would not be returned for analysis. The cause of the unable to aspirate was not determined. It was noted that the issue was resolved. The patient's information was provided. The patient's weight at time of event was unknown. It was indicated that the information provided was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 16-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the healthcare professional (hcp) wanted to replace the pump segment only as they felt the cooling at the pocket may have caused sluggish aspiration from the catheter access port (cap). When there was no better return after replacing the pump segment they decided to replace the entire catheter. The event date was unknown. No further complications were reported/anticipated.